Event description:
This case was initially received via regulatory authority (B)(6) on 12-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("marked pain in abdomen"), device expulsion ("insert was pressed against the left side of the uterus") and device breakage ("two remaining metallic fragments of essure") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anaesthesia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 18 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), fatigue ("major fatigue"), myalgia ("muscle soreness"), weight increased ("weight gain") and decreased appetite ("loss of appetite"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("still two fragments remaining"). The patient was treated with surgery (removal of right uterine tube where one insert was found and removal of left tube with no insert on (B)(6) 2017), surgery (hysteroscopy was performed to remove essure on the left side) and surgery (resection of endometrium to remove the two fragments on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device expulsion, device breakage, dizziness, fatigue, myalgia, weight increased, decreased appetite and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, complication of device removal, decreased appetite, device breakage, device expulsion, dizziness, fatigue, myalgia and weight increased with essure. The reporter commented: actions undertaken in the healthcare facility for management of the patient: an appointment in november for test for allergy to nickel, and steps underway for removal of fragments. Date of removal clarified as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Radiological check (plain film of abdomen) found two remaining metallic fragments of essure. Radiological check (plain film of abdomen): still two fragments remaining. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-sep-2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1252 cases. Device expulsion. The analysis in the global safety database revealed 278 cases. Device breakage. The analysis in the global safety database revealed 1728 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.